Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart xl+defibrillator showed an equipment disabled therapy error message. There was no negative pt impact.